Manufacturer narrative:
The original issue prompting the return of the meter did not meet reportability criteria but required further investigation. Upon review of additional information obtained from the returned meter on 25-may-2026, the event was determined to be reportable. The meter and test strips were returned at the ascensia quality laboratory on (B)(6) 2026, and this date has been captured in section d9. A review of device history record for the contour® next test strips, lot # 5fhe602a identified no manufacturing anomalies. The ascensia quality laboratory will perform testing using the returned device. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer¿s age and weight were not provided. The contour® next test strips with sku # and lot # 5fhe602a has the 510k # of k241787. A UDI is not applicable for this device. As the device was distributed outside the united states, no gudid information is available.

Event description:
A customer from australia contacted ascensia customer service to seek assistance with their contour® next gen meter. As part of the investigation, customer service requested the return of the meter for evaluation. The device was received on 22-may-2026. Review of the meter¿s memory on 25-may-2026 identified glucose readings of 29.3 mmol/l at 5:15 p.m. And 8.9 mmol/l at 5:16 p.m. There was no allegation of an adverse event. A replacement meter kit was sent to the customer.